Manufacturer narrative:
H3: evaluation of the returned device observed damage characteristics consistent with the reported information indicating an inability to advance and then withdraw the device through the sheath. The endoprosthesis was observed to be compressed longitudinally toward its middle with flowering of the proximal stent apices. H6: code d1102: withdrawing the device through the sheath with the endoprosthesis still mounted is warned against in the vsx device IFU. Rather, when the endoprosthesis is still attached to the delivery system, the IFU instruct removal of both the device and sheath in tandem. The cause for the reported inability to reach the target site could not be established with the available information, and the cause for the inability to withdraw the device is related to unintended, reasonably foreseeable misuse. Per the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU), warnings, do not withdraw the gore® viabahn endoprosthesis with heparin bioactive surface back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn endoprosthesis with heparin bioactive surface back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn endoprosthesis with heparin bioactive surface to a position close to but not into the introducer sheath. Both the gore® viabahn endoprosthesis with heparin bioactive surface and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn endoprosthesis with heparin bioactive surface or introducer sheath.

Event description:
The following was reported to gore: on (B)(6) 2023, a patient was to be implanted with a 10mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) to treat iliac artery stenosis. Pseudoaneurysm was at right iliac artery bifurcation and the artery was found calcification. The puncture site was right femoral artery. A 11fr short sheath was used. The viabahn® device was not advanced with sheath protection all the way. The device was displaced on the shaft during advancement. The device was not advanced to target lesion. Viabahn® device couldn't be retrieved back into the introducer sheath during the removal, and device was found compressed. In order to remove the device, right femoral artery was cut. Device was removed. Another viabahn® device of same size was used to complete the procedure successfully, a balloon was used to pre-dilate and a stiff guidewire was used to advance the device to target lesion slowly. The puncture site was sewed up at right femoral artery. Patient tolerated the procedure and recovered well.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. The product was accessible for testing, the investigation is ongoing. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.